Manufacturer narrative:
Reported event was confirmed with medical records/radiographs provided. Review of the x rays reveal interval reduction of a left prosthetic hip dislocation. No acute fracture. Remote fracture in the left inferior pubic ramus. Review of the device history record identified no deviations or anomalies during manufacturing that would contribute to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02293.

Event description:
It was reported the patient underwent left hip revision surgery approximately 13 years post implantation due to dislocation which required a reduction. It was noted there was a fracture of the left inferior pubic ramus on the x ray. Attempts have been made and additional information on the reported event is unavailable at this time.